Event description:
A punched out fenestration piece was found loose in a 6dicfen fenestrated disposable inner cannula. The reporter stated that this was discovered during visual inspection of the inventory. No pt involvement.

Manufacturer narrative:
The sample associated to this report is not available for evaluation.